Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated according. As reported, the balloon of the mynxgrip vascular closure device (vcd) 6f-7f was ruptured during the procedure. There was no reported patient injury. The device was stored per labelling and opened in sterile field. A non-cordis diagnostic coronary catheter was used in conjunction with the device. The mynx deployer is certified. The mynx vcd was prepped according to instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation at the 1st stop. There was no visible damage in distal end of the unknown sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by a manual compression for 25-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the product history record (phr) review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1927002) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the mynxgrip vascular closure device (vcd) 6f-7f was ruptured during procedure. There was no reported patient injury. The device was stored per labelling, and opened in sterile field. A non-cordis diagnostic coronary catheter was used in conjunction with the device. The mynx deployer is certified. The mynx vcd was prepped according to instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lose pressure upon inflation at the 1st stop. There was no visible damage in distal end of the unknown sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by a manual compression for 25-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for evaluation.